Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies. During the explant procedure, cuts in the lead were noted due to the suture tie-down.